Event description:
It was reported to st. Jude medical that noise was detected on stored electrogram. The x-rays and impedance measurements appeared normal. During arm movements and exercises to reproduce the noise it was observed that there were no r waves being sensed in the bipolar configuration and that the far-field looked fine. The electrogram indicated undersensing and noise. The decision was made to explant the lead.